Event description:
Additional information received indicated high pacing impedance was also observed and insulation damage was visually confirmed.

Manufacturer narrative:
The reported events were insulation damage, unacceptable threshold, high defibrillation impedance and high pacing impedance. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection of the lead found procedural damage to the lead insulation at the middle region of the lead. The cause of the reported event of insulation damage is consistent with procedural damage. The reported events of unacceptable threshold, high defibrillation impedance and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received.

Event description:
During remote monitoring, episodes of high capture threshold and high defibrillation impedance consistent with insulation damage were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.